Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low troponin (accu tni) result generated by the access® 2 immunoassay system for one patient.the result was reported out of the lab and it was questioned by the physician.upon repeat, the results were above the ami cut-off that better matched the patient's clinical picture. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were lithium heparin plasma with a gel separator that were centrifuged at 5,400 rpm for 3 minutes.qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6)2010 met specifications. A field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) and replaced parts. B) the fse performed a system check and precision test with good results. C) all verification testing met published specifications.although hardware issues were addressed, no clear root cause could be determined for this event.